Event description:
Device issue: difficulty removing device. Time of device issue: during the procedure. Adverse event: explanted stent. It was reported that no predilation was performed prior to stenting and that during an attempt to go through a previously placed promus stent with a non-abbott stent to the om, the non-abbott stent would not cross and when the physician pulled back the non-abbott stent, it became caught on the promus stent strut. The non-abbott delivery system was removed but once outside the pt's anatomy no stent was present. It was found the non-abbott stent had dislodged the promus from the vessel and both stents were snared successfully. Other promus stents were implanted for treatment. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4): the promus IFU states: "place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by transversing through deployed stents." Attempting to advance through the recently deployed promus stent likely contributed the interaction and dislodgement of the deployed promus stent. The promus is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions as well as "safety and effectiveness of the promus stent have not been established for subject populations with lesions located in saphenous vein grafts and in-stent restenosis." It is unk if the off-label use contributed to the reported complaint.